Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the diagnostic monitor was oversensing ventricular refractory events. The diagnostic monitor was reprogrammed to decrease the sensitivity and remains in use. No patient complications have been reported as a result of this event.